Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with 4 syncopal events. 3 low flows were seen in the history at 10:47 and 10:48, however the system controller time was an hour behind due to time changes. The system controller clock was updated but would not backtrack to update those alarms. Log file review was requested which revealed low flow alarms on (B)(6) 2026. A loss of power to the mobile power unit (mpu) was noted on (B)(6) 2026. The system controller was supported by the emergency backup battery (ebb) until power was restored to the mpu. No other unusual events were noted.